Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, the patient's infusion set's tubing detached/broken at site connector. Reportedly, her blood glucose was 71 mg/dl. The infusion set had been used for two and a half hours. Further, they replaced the infusion set and resumed insulin successfully. No further information available.